Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot up. Review of the log files confirmed the host-pc did not startup in the previous system start malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the host pc did not boot up. The defective ip pc was returned to analysis and the failure was " s64 - battery charge/discharge issue ". Fse replaced the ippc, reloaded software and re-created an image store. After the replacement of replaced the ippc, the system was returned to use in good working. The codes were updated based on the investigation outcome.